Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found piece of tampon in vagina [foreign body in reproductive tract]. Piece of tampon found in vagina [device breakage]. Case description: consumer reported via e-mail that she found a piece of tampon in her vagina three weeks after using the tampon. No serious injury reported.